Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received stuck button error alarm. No harm requiring medical intervention was reported. Customer stated they are unsure if they pressed a button down for 3 minutes or longer. Customer stated that insulin pump was not exposed to a change in altitude. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly. The keypad connector on circuit board component was locked properly during visual inspection.